Manufacturer narrative:
Product event summary:the partial lead was returned in segments, analyzed, and analysis was performed and no anomalies were found.a visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was no capture on the right atrial (ra) lead. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.